Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. The patient having another non-curonix device implanted and not implanting the device according to the IFU have been ruled out as potential causes. The physician does not believe the pain is related to the device as the pain is not occurring in the implanted area. The stimulator is used to treat pain. The cause of the pain around their ribs is unrelated to the curonix device as the pain is not occurring in the implanted area (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
A trial patient reported post-operative pain and the neurostimulators were pulled early on (B)(6) 2024. The commercial team member explained that the post-operative pain the patient was experiencing was normal. After the neurostimulators were pulled, the patient complained of pain around their ribs. The physician does not believe the pain is related to the device as the pain is not occurring in the implanted area. As of on (B)(6) 2024, the patient is doing well.